Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that there was a non-sustained right ventricular oversensing alert due to post-paced t-wave oversensing on the ventricular lead. There was no inappropriate therapy delivered due to the oversensing. Programming changes were made to address the issues. The patient reported to be asymptomatic and stable.